Manufacturer narrative:
A visual inspection of the returned table top illuminator did not reveal any nonconformities. The sample was installed in a calibrated system and booted up. There were no system messages (sm) displayed during or after the boot up sequence. The sample did not pass the lumens output test. The sample was opened up and scratches were observed on the lenses of both port 1 and 2. The root cause of the reported event can be attributed to nonconforming lenses in the table top illuminator. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
The system was examined and the reported event was replicated. The lamp was replaced to address the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on september 29, 2010. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a lamp. (B)(4).

Event description:
A nurse reported that during testing of the system the lamp needed to be changed. There were no procedures scheduled.